Event description:
Subject (B)(4) has been removed from the study dressing at day 14. On visit 2 ((B)(6) 2009) his leg was mostly healed with only a small area remaining open. It washed as normal and placed back into a mepilex ag dressing. When he returned on day 14, visit 3 his leg was now mostly open. Dr (B)(6) removed him from the mepilex ag dressing, instructed him to wash daily and placed him in xeroform and bacitracin.